Event description:
A healthcare facility in montana reported via a fisher and paykel (f&p) healthcare representative that the tubing of an ojr414 optiflow 2 junior cannula was kinked during use on a patient. It was also reported that the patient desaturated to lower 80% of spo2. The healthcare facility reported that they fixed the kink of the tubing by repositioning the cannula. This is the second event that was reported by the healthcare facility. The first event was reported to FDA under (B)(4) (9611451-2023-00077). No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) are currently in the process of retrieving further information regarding this complaint. We will provide a follow up report upon the completion of our investigation.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr414 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer reported that the tubing of an ojr414 optiflow 2 junior cannula was kinked. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g., in the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in montana reported via a fisher and paykel (f&p) healthcare representative that the tubing of an ojr414 optiflow 2 junior cannula was kinked during use on a patient. It was also reported that the patient desaturated to lower 80% of spo2. The healthcare facility reported that they fixed the kink of the tubing by repositioning the cannula. This is the second event that was reported by the healthcare facility. The first event was reported to FDA under (B)(4) (9611451-2023-00077). No further patient consequences were reported.